Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. Sensor data was analyzed and no other abnormalities were observed with the sensor's data. Applicator (B)(6) was returned and investigated. Visual investigation has been performed on the returned applicator and cap; no issues were observed. Sensor cap was retained inside applicator cap and applicator had fired correctly. Sensor state 7 with event codes 11, 227, 224 and sensor state 8 with event code 9 are an indication that the sensor had terminated due to an intentional non-fatal error recognized by the sensor. This termination is an intended part of the sensor's system and is not an indication of product non-conformance as the data is consistent with esa (early sensor attenuation) termination in which physiological issues from the user have degraded the sensor tail which can degrade readings. As a result, the sensor recognized this attenuation and terminated to protect the user from unreliable glucose values. Therefore, this issue is not confirmed due to esa. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Sensor kit expiration date is 28-feb-2025. Medical event date is (B)(6) 2025, which confirms device is beyond the useful life. Additional investigation activities are not required as the device met specification when it was released and throughout its lifespan. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "replace sensor" error message was reported with the abbott diabetes care (adc) device and the customer was unable to obtain glucose readings. The customer experienced symptoms described as hypoglycemia, a loss of consciousness, clamminess, sweating, unresponsiveness and was unable to self-treat. A family member found the customer unconscious on the floor and called the ambulance where a blood glucose result of 35mg/dl was obtained on healthcare professional (hcp) meter. The customer received treatment of sugar water from the healthcare professional (hcp). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Product has been returned and is currently undergoing investigation process. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "replace sensor" error message was reported with the abbott diabetes care (adc) device and the customer was unable to obtain glucose readings. The customer experienced symptoms described as hypoglycemia, a loss of consciousness, clamminess, sweating, unresponsiveness and was unable to self-treat. A family member found the customer unconscious on the floor and called the ambulance where a blood glucose result of 35mg/dl was obtained on healthcare professional (hcp) meter. The customer received treatment of sugar water from the healthcare professional (hcp). There was no report of death or permanent impairment associated with this event.